Manufacturer narrative:
Device evaluation: one smiths medical cadd-solis ambulatory infusion pump was returned for analysis in used condition. Review of the event history log showed the pump displayed an occurrence of a downstream occlusion alarm. Functional testing involved visually inspecting the pump and showed that there was fluid on the downstream occlusion sensor which could cause the pump to have an issue with priming. The investigation determined that fluid ingression was the cause of the reported issue. The downstream occlusion sensor was replaced. Based on evidence and investigation, the complaint allegation was confirmed.

Event description:
Information was received indicating that a smiths medical cadd-solis ambulatory infusion pump was unable to prime. No adverse effects were reported.